Manufacturer narrative:
The fse cleaned up the leak and discovered that the leak was coming from a loosened quick disconnect qd8 in the volume, conductivity and light scatter for multiple angles (vcsn) module. The fse proceeded to reconnect the qd8 to resolve the issue and verified the repair as per established procedures. The fse also noted that the leak had damaged the common services module resource controller (cs mrc) assembly and various cables. The fse ordered a new mrc assembly and returned the next day to replace the assembly to resolve the issue. Failure mode of the leak is attributed to a loose quick disconnect qd8 in the vcsn module. Results: quick disconnect. Beckman coulter internal identifier for this report is (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported observing a diluent leak from the unicel dxh 800 coulter cellular analysis system, while at the customer's site to evaluate the instrument for latron control issues and solenoid errors. The fse stated that the leak was contained within the instrument. The fse and the customer were wearing personal protective equipment consisting of gloves and laboratory coats at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.